Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient had a history of a left bundle branch block (lbbb). The length of the membranous septum was 3.9mm. During deployment of the valve the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). A permanent pacemaker was implanted. The patient status was stable.